Manufacturer narrative:
(B)(4) - use after expiration. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. It should be noted that the hi-torque supra core 35 guide wire instruction for use states: note the product use by date specified on the package. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that a hi-torque supra core guide wire was used for a procedure after the device expiration date. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.